Event description:
It was reported that during a routine follow up, it was noted that this pacemaker had reverted to safety mode operation. The replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided indicates surgical intervention was later performed and this device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that during a routine follow up, it was noted that this pacemaker had reverted to safety mode operation. The replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided indicates surgical intervention was later performed and this device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that during a routine follow up, it was noted that this pacemaker had reverted to safety mode operation. The replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that during a routine follow up, it was noted that this pacemaker had reverted to safety mode operation. The replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided indicates surgical intervention was later performed and this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.